Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient's poly exchanged during a flap from arm to ankle.

Manufacturer narrative:
.

Event description:
Patient's poly exchanged during a flap from arm to ankle.